Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that an implant suture broke intra-operatively during tensioning. To complete the procedure, the surgeon cut the suture leaving the implanted portion implanted in the tibia stay and used 2 screws for syndesmosis fix. Operative notes are unavailable. It is unknown if there were any contributing conditions related to the event. Attempts have been made and no further information has been provided.